Manufacturer narrative:
D4: lot number - updated from unknown to 35415653.

Event description:
It was reported that protruded tip occurred. The stenosed target lesion was located in the superficial femoral artery. A 5x40x130 innova stent self expanding was selected for use. During the procedure and after flushing the stent, it was confirmed that the stent tip was protruding from the delivery sheath. The procedure was completed using with another balloon without the stent injection. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that protruded tip occurred. The stenosed target lesion was located in the superficial femoral artery. A 5x40x130 innova stent self expanding was selected for use. During the procedure and after flushing the stent, it was confirmed that the stent tip was protruding from the delivery sheath. The procedure was completed using with another balloon without the stent injection. There were no patient complications reported as a result of this event.

Manufacturer narrative:
D4: lot number - updated from unknown to 35415653. The device was returned for analysis. Visual and tactile inspection revealed a kink in the outer sheath approximately 1 mm distal to the nose cone distal end. The device was received with the stent partially deployed from the delivery system. Due to the outer sheath kink, the investigator was unable to fully deploy the stent. No abnormalities were observed at the device tip or handle upon visual inspection. The safety lock remained engaged on the handle. Upon opening the handle, no evidence of inner shaft prolapse was identified.

Event description:
It was reported that protruded tip occurred. The stenosed target lesion was located in the superficial femoral artery. A 5x40x130 innova stent self expanding was selected for use. During the procedure and after flushing the stent, it was confirmed that the stent tip was protruding from the delivery sheath. The procedure was completed using with another balloon without the stent injection. There were no patient complications reported as a result of this event.